Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the screwdriver tip broke while inserting the blocker in the monaxial screw. The broken tip was removed.

Manufacturer narrative:
The returned device was evaluated; the tip was found to have fractured off in a manner consistent with screw removal.

Manufacturer narrative:
The manufacturing were reviewed and there were no issues detected which would have contributed to this event. The product labeling provides instructions on usage of the device. The instructions were not followed: the counter torque wrench was not used during the final tightening step.